Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4) (mobile system), is related to case with patient identifier (B)(4) (aviva system).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 418 mg/dl (aviva meter) and 156 mg/dl (mobile meter). No adverse event reported. The test strip lot number for the mobile meter was not provided. Return of the suspect device was requested for evaluation.